Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the pacemaker and atrial lead exhibited noise oversensing. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.